Event description:
Health care professional reported after pt was injected in the left cheek and left labial commissure of the mouth they "suffered permanent physical injury, pain, numbness to the left cheek, mouth, nose and teeth; facial disfiguration and continuing mental and emotional upset". No treatment noted.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2013. Attempts to follow up with the injecting healthcare institution have been unsuccessful; lot number and type of product info are therefore, unavailable at this time. Device labeling: adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lump/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site. Paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.